Event description:
It was reported that the patient's blood glucose (bg) levels reached 26 mmol/l (468 mg/dl) while wearing the pod on the hip/buttocks area between 5 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed and with a crack in the top housing. Inspection of the internal components found corrosion on the pcb assembly and bottom battery, resulting in the battery voltages measuring lower than expected. It could not be conclusively determined if the crack in the top housing allowed fluid to leak in to the device to contribute to the corrosion. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The internal fluid leak contributed to the observed corrosion and prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.